Event description:
It was reported that the camera head experienced a blurry image during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the one reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratch. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.